Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional and a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator is no longer working. The patient needs an MRI; however, the patient has not charged or used the implantable neurostimulator in a while. It is unknown why the patient stopped using the implantable neurostimulator. There were no patient symptoms or complications reported.